Manufacturer narrative:
The hill-rom tech found the brakes weren't holding do to a bent brake shaft on the patient head end section and broken brake caster. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake caster and the shaft to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account on the 7th floor tower d. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).